Manufacturer narrative:
The reported events of loss of capture, oversensing, low pacing impedance and lead insulation damage were confirmed. As received, a complete lead was returned in one piece. A visual inspection revealed an external abrasion breaching the outer insulation on the proximal region of the lead due to friction to the device can. The cause of the reported events was due to exposure of the outer coil at the abrasion zone.

Event description:
It was reported that loss of capture, oversensing, and low pacing impedance was observed on the right atrial (ra) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Following the procedure, insulation damage was observed on the right atrial lead.